Event description:
It was reported that the patient suffered a fall which resulted in the right ventricular (rv) lead dislodging. Afterwards there was no capture and a high ventricular threshold. It was also reported that the r-wave at the time of revision was 6 millivolts with the analyzer and the following day it had decreased to about 2 millivolts with the device. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.